Event description:
It was reported that the user observed a discrepancy between the dexcom app glucose value and the ilet display that initially differed but subsequently matched at 181 mg/dl after breakfast, and the user sought confirmation that the sensor reading was correct; no alarms occurred and no additional issues were reported. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention, no hospitalization, and no impact beyond transient hyperglycemia. Investigation included troubleshooting and education performed by support, with monitoring of trend and confirmation of consistent sensor and ilet readings during the call. Investigation of this case revealed no device malfunction or component failure, and the transient hyperglycemia and initial reading difference were consistent with expected postprandial variation and normal cgm-data synchronization dynamics. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with normal physiology and use. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.